Event description:
The customer reported to customer service that the transformer of her pump in style pump had sparked and had a burning electronic smell.

Manufacturer narrative:
In f/u with the customer she did confirm sparking, but no fire smoke or injury. She also stated that she would return the original product,but as of the date of this report, medela has not rec'd the product. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.